Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated that two days earlier, at approximately 2:30 pm, he went to the emergency room at the hospital. His blood sugar was 300 and he was spilling large ketones. There was no sign of illness. He was treated with IV insulin and fluids. His blood glucose normalized and ketones were no longer present. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.